Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 12/13/2010 and 12/17/2010 by phone, fax, and mail. A completed questionnaire was received on 12/20/2010. (B)(4).

Event description:
A consumer reported disappointment because she is experiencing sensitivity to light, halos and double and blurred vision following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the pt was intolerant of the lens. A photorefractive keratectomy (prk) was performed approximately three months following the initial implant surgery. The surgeon reported that the lens was eventually exchanged for a different model lens by a different surgeon and that the pt is doing "fine". There are two medical device reports associated with this event. This report for the right eye.